Event description:
Clinical study: it was reported that 1576 days after a coronary artery stenting procedure, the patient required a target vessel re-intervention (tvr). The target lesion was a 2.50mm, 90% stenosed, 15.0mm long portion of the proximal left anterior descending (prox lad). The physician treated the target lesion with pre-dilatation and placement of a 2.50x24mm taxus express2 study stent. The patient was discharged on a aspirin and clopidogrel. At 1576 days after the index procedure, the patient presented with two weeks of daily substernal chest pain, and diaphoresis occuring with activity and at rest, relieved with rest. The chest pain was also associated with right upper extremity pain, shortness of breath, pre-syncopal feeling, and palpitations. The patient was diagnosed with unstable angina and referred for cardiac catheterization. Six days later, 1582 days post index procedure, the patient underwent coronary artery bypass grafting surgery with a lima to the lad, svg to the om3 and svg to the rca. The patient was discharged 7 days later on aspirin and clopidogrel.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.